Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
"Could not open eyes".

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that at 2:23pm on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of ¿354 mg/dl¿ on the subject meter compared to ¿264 mg/dl¿ on a bayer contour meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of humalog and lantus insulins and metformin oral medication. The reporter indicated that after the reading, the patient had taken her normal dose of humalog. She stated that the patient developed symptoms of ¿weak, could not walk and could not open her eyes¿ which she had all day. She denied that the patient received any treatment for her symptoms above and beyond the usual routine of diabetes care and management. During troubleshooting, the reporter was unable to confirm whether the subject meter was set to the correct unit of measure. She confirmed that the patient¿s test strips were within expiry date, and had been stored correctly in an intact vial. She did not know if the patient had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. Education was provided. Replacement products and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Weak, could not walk and could not open eyes, after obtaining an alleged inaccurately high blood glucose result on the subject meter.